Event description:
It was reported that the ambicor penile prosthesis (app) device was explanted due to fluid loss from a hole in the cylinder. There was no more fluid in the system. A new inflatable penile prosthesis (ipp) device was then implanted. There were no complications to the patient and he was stable following the surgery.